Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was pre-dilated with a 2.0x15mm balloon, unknown type and size. The physician attempted to place a taxus liberte' 2.75x24mm drug eluting stent to the 90% stenosed lesion located in the severely calcified and severely tortuous left anterior descending (lad) artery, but was unable to cross the lesion. However, the returned product revealed that there was stent damage. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
Visual examination of the returned device revealed proximal stent damage. Some of the stent struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. The stent was kinked on the ninth row from the distal end. A severe kink was found on the hypo-tube. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context as the complaint is associated with a product that meets the boston scientific corporation design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited.